Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar interbody fixation due to screw breakage and herniation at l3-l4. Intra-op, after breaking the tab of the screw, that tab extender together with the broken screw tab got stuck in it. The tab did not come out of the tab breaker. Another breaker was used to deal with it. No fragment of the broken tab extender remained inside the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical examination identified that the tab extender and a break off part is jammed in the break-off tool. The tab extender was removed. After removal of the tab extender, the tab extender appears to be bent and a break off part is jammed in the tab extender. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.